Event description:
A patient contacted (B)(4), indicating that her knee was still in pain approximately four months following her partial knee arthroplasty procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. Rio case session files are not available for review. A review of service history for the site suggest that the rio was operating as intended at the time of the surgery. The surgeon is working with the patient, and has stated that it can take up to a full year for recovery.